Manufacturer narrative:
Manufacturer ref# pr306183 additional information received describing that there was no enlargement of the false lumen at 5 years follow up, therefore this event is no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 16sep2020: it was revealed that false lumen enlargement did not occur at 5 year follow up.

Manufacturer narrative:
(B)(4). Similar to device under PMA/510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to study: a male patient underwent tevar with the device. The patient was not suitable for the procedure since the device was used in a sub-acute phase though, the physician conducted the procedure in hopes of vessel remodeling. On 18may2020: 5-year follow up non-contrast CT confirmed enlargement of the false lumen compared with 4-year follow up; thoracic false lumen: 0mm (4 yrs)--> 12.0mm(5 yrs). Patient outcome: there have been no adverse effects to the patient reported.